Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during maintenance, a 980 ventilator generated an abnormal noise. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Investigation: the service engineer evaluated the ventilator and replaced the breath delivery proportional solenoid (psol) and the mix psol. Both components were returned for failure investigation. The components were tested on the failure investigation test ventilator for a minimum of 24 hours with no alarms. The ventilator diagnostic logs were reviewed and no errors were observed. Conclusion: there was no fault found. There was no malfunction or product deficiency identified. The components performed as expected. If information is provided in the future, a supplemental report will be issued.